Event description:
Customer called stating that their contour meter was reading much higher than a hosp meter: 400 mg/dl vs. 121 mg/dl, with readings taken at the same time. Troubleshooting was discontinued until a bottle of control solution was sent to the customer as they could not find the bottle that came with the meter.